Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was not able to be successfully implanted. During the implant procedure the lead exhibited out of range impedance measurements however thresholds and sensing measurements were as expected. No adverse patient effects were reported.